Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt presented for a clinic visit due to power spikes on her log history. The pt has a history of possible thrombus. The pt's lactate dehydrogenase (ldh) in clinic was elevated to 1136 and her haptoglobin was <6. The pt was admitted for further evaluation. Review of the event log consisted of mainly pulsatility index (pi) and power cable disconnect events. Otherwise the event log did not show any adverse events. Add'l info rec'd on (B)(6) 2013, per the clinical specialist, the event logs did not record any power spikes.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, the patient remained ongoing on lvad support until approximately 2½ months later when the manufacturer received a report that the patient expired and the pump was not explanted (reference MFR. Report # 2916596-2013-01433 for the patient outcome). Due to the device not being available for analysis the report of thrombus could not be confirmed and no conclusion could be drawn as to the root cause of the reported event. Device thrombosis and hemolysis are however listed the device¿s approved labeling as adverse events that may be associated with the use of the left ventricular assist system (lvas). A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.